Manufacturer narrative:
The reported events of high pacing impedance was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-01092 it was reported that the patient presented for a pacemaker generator changeout operation. Their right ventricular lead exhibited high capture thresholds. The physician explanted the lead. While positioning the replacement lead, the lead exhibited high pacing impedance. The physician exchanged that lead as well and the parameters were normal. The patient was in stable condition.